Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure a plaque shift occurred. On 485 days post index procedure the patient presented with shortness of breath dyspnea on exertion worsening and was hospitalized on the same day. The patient was referred for cardiac catheterization. The left circumflex, which was 95% stenosed, was treated with rotational atherectomy using a 1.5 rotational burr with multiple passes. A non bsc guide wire was then advanced to the first obtuse marginal branch and a balloon angioplasty was performed using a 2.5x15mm unknown balloon. The same balloon was then used to perform angioplasty in the av groove branch across the bifurcation. Subsequently an attempt was made to cross a 2.5x16mm promus element stent to the first obtuse marginal branch, however, due to the severe angulation, the stent was unable to advance and be deployed even with the support of a choice pt support wire. The balloon angioplasty in the first obtuse marginal branch was satisfactory, the same promus element stent was deployed in the av groove circumflex starting at the origin of the left circumflex and extending past the origin of the first obtuse marginal branch. This resulted in plaque shift into the first obtuse marginal branch with 50-60% stenosis. An unknown support wire was then passed through the stent struts into the first obtuse marginal branch and balloon angioplasty was performed. Finally angiography showed excellent result with 0-10% residual stenosis in both the left circumflex artery and the origin of obtuse marginal branch and timi flow3. The patient was discharged the next day on aspirin and effient.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer: as the unit has not been returned could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).